Manufacturer narrative:
The available information suggests this lead remains in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that a couple days post implant, this implantable defibrillation lead exhibited intermittent loss of capture. An invasive procedure was performed. The helix mechanism was retracted and extended without moving the position of the lead. Appropriate capture was then observed. No adverse patient effects were reported.